Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be completely pressed down. The procedure was completed using manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There were no visible signs of device/package damage prior to use. A 6f non cordis sheath was used. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis catheter sheath introducer (csi), the deployment lever on the device was pressed, and the plug was present but partially deployed on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and compared. The results were within specification for the distal tip inner diameter (ID) specification. Functional test could not be successfully performed since the device was already deployed. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the deployed device; however, the internal mechanism of the lever was found with no anomalies. The reported event by the customer as ¿ vascular closure device (vcd) - deployment difficulty - partial deployment¿ was confirmed since a partially deployed plug was noted. Dimensional analysis was performed to verify the distal tip inner diameter, and it was found within specification. Procedural and/or handling factors might have contributed to the condition found on the unit. Anatomical factors, such as the mild calcification of the vessel reported, may also have contributed to the reported event. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be completely pressed down. The procedure was completed using manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. Tthe femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There were no visible signs of device/package damage prior to use. A 6f non cordis sheath was used. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The device will be returned for evaluation.